Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. The patient was in the shower and scrubbing her left knee (patient is a (B)(6) female). She heard a pop before the onset of pain. She then suffered a mechanical fall but was able to catch herself and denies any head trauma. She was reduced in the ER under conscious sedation. The patient had problems walking and had to be reduced in the or after dislocating her knee (jumped post) while scrubbing her left leg in the shower. Patients knee dislocated on (B)(6) 2017 after a columbus revision tka was performed on (B)(6) 2017. There was injury to patient when dislocation occurred. No delay in surgery. X-rays were taken post op and after the dislocation. The revision surgery on (B)(6) 2017 however, the surgeon did not feel that an incident report/complaint was required. The surgeon completing the revision surgery is not the surgeon that initially implanted the device. He refused to provide information related to this incident other than the fact that he revised an aesculap knee. Surgeon feels that the issue of jumping off the post can result from many factors and does not allege a device deficiency. Issue reported by sales rep in order to document this occurrence.